Event description:
It was reported that patient had first stage revision hip arthroplasty due to infected thr on (B)(6) 2018 by dr. (B)(6). Primary procedure was done at (B)(6) by dr. (B)(6) on (B)(6) 2018.